Event description:
It was reported that this implantable pulse generator was explanted due to premature battery depletion (pbd). A new implantable pulse generator was successfully implanted. No additional patient adverse effects were reported.